Event description:
User experienced a water leak coming from back of analyzer onto the floor. No pt samples were involved and the operator was not harmed. The field svc rep determined the cause to be a split water line from the water tank to the water regulator, and replaced the section of the line that was split. Performance tests were performed.